Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 as failed and unrecoverable during diagnostics. A field service engineer (fse) station was powered down, and a rear inspection revealed exposed retractor band wiring that could contact metal, causing loss of bus communication. The retractor band was replaced, secured with zip ties, and the drawer was reconnected. Diagnostics were repeated successfully, including multiple open and close cycles. The system was then powered into the application for customer recovery and testing, with no further issues observed. The system functioned as intended after the field service engineer repaired the device.